Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was found to be 455 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of high blood glucose event. Customer was unable to calibrate the insulin pump. Insulin delivery was not suspended. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.